Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on the insulin pump. It also had a blank screen. They did not know how the damage occurred. The customer¿s blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd. Unable to verify blank display anomaly due to cracked and bleeding lcd noted. Pump received cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner, broken belt clip slot, cracked case and cracked battery tube threads.